Manufacturer narrative:
After review of the available information there is no indication of any device malfunctions or performance issues had an impact on the reported worsening heart failure and subsequent death. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) states: the lvad system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of heart fa from refractory end-stage left ventricular heart failure. Implantation of a ventricular assist device (vad) is an invasive procedure requiring general anesthesia, a median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks and adverse events including death. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device not returned.

Event description:
It was report by the hospital that patient entered into hospice care on (B)(6) 2014. "His right heart failure continued to worsen." Investigation is ongoing.

Manufacturer narrative:
It was reported that the patient was hospitalized in (B)(6) with worsening symptoms of right-sided congestion. Vad parameters and echo suggest right ventricle (rv) decompensation. The patient was treated with bumex infusion and titrated milrinone up to 0.5 mcg/kg/min. He improved with diuresis and continued milrinone to 0.5 mcg/kg/min (higher dose from home therapy) for better rv support and bumex drip at current rate of 1 mg/hr. Eventually, bumex drip was discontinued and oral therapy was initiated. The diuretic therapy was modified adding IV lasix 40 mg daily three times per week in addition to oral therapy. The patient was stable enough to be discharged on (B)(6) 2014. He was hospitalized several times at outside hospitals and was notified via telephone call on (B)(6) 2014 that he would be entering hospice care. Patient entered into hospice care on (B)(6) 2015. His right heart failure continued to worsen. He was on milrinone and a diuretic as palliative care. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.